Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a 25-year-old female patient who had essure (ess205) (batch no. 12244568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, dysmenorrhea and ankle operation. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 1 month 21 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2005, the patient experienced pelvic pain ("pain") and fatigue ("fatigue."). On (B)(6) 2011, the patient underwent hernia repair ("surgery (other) type of surgery: hernia repair"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach area pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Oophorectomy (one side removal of ovary),). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper and hernia repair outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, fatigue, hernia repair, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had the need for additional surgery. The case was such complexity that a surgical assistant was required diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: proliferative endometrium hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion smear cervix - on an unknown date: normal ultrasound scan vagina - on an unknown date: uterine fibroids sono showed the uterus measuring 8.54 x 4.61 x 5.12 cm with endometrium measuring 6.8 mm with smooth appearing borders. There was an area of decreased echoes noted in the right anterior fundus measuring 1.82 cm in biggest dimension. This was consistent with the intramural fibroid. The right ovary measured 3.8 x 2.14 x 3.19 cm with approximately 10 to 12 tiny anechoic areas, the largest being 1.15 cm in biggest dimension. (B)(6) 2011, surgical pathology report: final diagnosis: uterus, hysterectomy: cervix with fecal endocervical glandular atypia, favor reactive. Secretory endometrium. Unremarkable myometrium. Most recent follow-up information incorporated above includes: on 22-oct-2018: new pfs received- lot number was added. Historical condition was added.new event surgery (other) type of surgery: hernia repair was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a 25-year-old female patient who had essure (ess205) (batch no. 12244568-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, dysmenorrhea and ankle operation. On (B)(6)2004, the patient had essure (ess205) inserted. On (B)(6)2004, 1 month 21 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2005, the patient experienced pelvic pain ("pain") and fatigue ("fatigue."). On (B)(6)2011, the patient underwent hernia repair ("surgery (other) type of surgery: hernia repair"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach area pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Oophorectomy (one side removal of ovary),). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the uterine perforation, pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper and hernia repair outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, fatigue, hernia repair, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had the need for additional surgery. The case was such complexity that a surgical assistant was required. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: proliferative endometrium hysterosalpingogram - on (B)(6)2004: total bilateral occlusion smear cervix - on an unknown date: normal. Ultrasound scan vagina - on an unknown date: uterine fibroids sono showed the uterus measuring 8.54 x 4.61 x 5.12 cm with endometrium measuring 6.8 mm with smooth appearing borders. There was an area of decreased echoes noted in the right anterior fundus measuring 1.82 cm in biggest dimension. This was consistent with the intramural fibroid. The right ovary measured 3.8 x 2.14 x 3.19 cm with approximately 10 to 12 tiny anechoic areas, the largest being 1.15 cm in biggest dimension. (B)(6)2011, surgical pathology report: final diagnosis: uterus, hysterectomy: cervix with fecal endocervical glandular atypia, favor reactive. Secretory endometrium. Unremarkable myometrium quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc (product technical complaint.) Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and dysmenorrhea. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 1 month 21 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2005, the patient experienced pelvic pain ("pain") and fatigue ("fatigue."). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach area pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Oophorectomy (one side removal of ovary),). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the perforation, pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had the need for additional surgery. The case was such complexity that a surgical assistant was required diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: proliferative endometrium hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion smear cervix - on an unknown date: normal ultrasound scan vagina - on an unknown date: uterine fibroids sono showed the uterus measuring 8.54 x 4.61 x 5.12 cm with endometrium measuring 6.8 mm with smooth appearing borders. There was an area of decreased echoes noted in the right anterior fundus measuring 1.82 cm in biggest dimension. This was consistent with the intramural fibroid. The right ovary measured 3.8 x 2.14 x 3.19 cm with approximately 10 to 12 tiny anechoic areas, the largest being 1.15 cm in biggest dimension. 23jun2011, surgical pathology report: final diagnosis: uterus, hysterectomy: cervix with fecal endocervical glandular atypia, favor reactive. Secretory endometrium. Unremarkable myometrium. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. New reporters added and case updated to medically confirm. Patient¿s demographic added. Essure indication added, implant and explant date updated. New event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), stomach area pain and fatigue were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in 2011. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.